Event description:
Reported via journal article. It was reported that cardiac tamponade and cardiac perforation occurred. The patient had a noted pre-existing patent ductus arteriosus (pda) and a cactus shaped left atrial appendage (laa). During a concomitant pda closure and laa closure procedure, the pda was occluded using a non-boston scientific (bsc) pda occlusive device and a 27mm watchman closure device was successfully implanted. There was no pericardial effusion (pe) noted at the end of the procedure. The procedure was concluded. Four (4) hours post index procedure, hypotension and hyperhidrosis was noted, and an emergent echocardiogram showed pericardial tamponade. Pericardiocentesis was performed with a pigtail drain left in situ. 800ml of blood was aspirated and blood continually flowed out through the catheter. The patient was sent for surgical exploration of the heart. It was revealed the closure device had penetrated through the laa wall and there was surrounding hemorrhage of the outer wall. The pulmonary trunk showed mark dilation and was penetrated by the barb of the closure device. After laa excision and pulmonary artery neoplasty, the patient was discharged to the intensive care unit for further management and discharged 14 days later.

Manufacturer narrative:
Procedural media was provided in the attached literature article. The media was already reviewed by the authors of the literature article and did not require further review from bsc. Literature citation: lu c, zeng j, meng q, zeng z. Pulmonary artery perforation caused by a left atrial appendage closure device. Catheter cardiovasc interv. 2020; 96: e744-e746. Https://doi.org/10.1002/ccd.28541. B3: used literature publication date as event date, as event date is unknown.

Event description:
Reported via journal article it was reported that cardiac tamponade and cardiac perforation occurred. The patient had a noted pre-existing patent ductus arteriosus (pda) and a cactus shaped left atrial appendage (laa). During a concomitant pda closure and laa closure procedure, the pda was occluded using a non-boston scientific (bsc) pda occlusive device and a 27 mm watchman closure device was successfully implanted. There was no pericardial effusion (pe) noted at the end of the procedure. The procedure was concluded. Four (4) hours post index procedure, hypotension and hyperhidrosis was noted, and an emergent echocardiogram showed pericardial tamponade. Pericardiocentesis was performed with a pigtail drain left in situ. 800 ml of blood was aspirated and blood continually flowed out through the catheter. The patient was sent for surgical exploration of the heart. It was revealed the closure device had penetrated through the laa wall and there was surrounding hemorrhage of the outer wall. The pulmonary trunk showed mark dilation and was penetrated by the barb of the closure device. After laa excision and pulmonary artery neoplasty, the patient was discharged to the intensive care unit for further management and discharged 14 days later.

Manufacturer narrative:
Literature citation: lu c, zeng j, meng q, zeng z. Pulmonary artery perforation caused by a left atrial appendage closure device. Catheter cardiovasc interv. 2020; 96: e744-e746. Https://doi.org/10.1002/ccd.28541. B3: used literature publication date as event date, as event date is unknown.